Manufacturer narrative:
A technical services consultant recommended changing the sensitivity to resolve. There were no adverse patient effects reported. As of today, the lead remains in service.

Manufacturer narrative:
It was later reported that the device was explanted due to a patient condition and the lead was surgically abandoned.

Event description:
--

Event description:
Boston scientific crm received information that this lead oversensed noise on the resulting in pacing inhibition and asystole for more than two seconds.